Event description:
The patient called lifescan and alleged that their meter would not power on. The patient stated the last time they tested was two weeks prior to calling lfs. They reported that they began experiencing dizziness so they went to the hospital to have their blood glucose tested. It is not known if they were able to test on any other devices during the two-week time period. They received an IV as treatment while at the hospital. It is not known if they were treated for high or low blood glucose. The result obtained in the hospital was not provided. The patient stated that the battery was correctly installed and less than one year old. The battery contacts were in good condition. The patient attempted to replace the battery, but the issue was not resolved. The meter was replaced.